Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 23-feb-2020, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 23-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for chronic pain. It was reported that the patient was in a car accident where she was hit badly in (B)(6) 2019. After that, she did not get the relief that she used to. The patient was scheduled for an implantable neurostimulator replacement on (B)(6) 2019. An impedance check at the time of replacement showed that all contacts were high (greater than 10,000 ohms) on both leads with two references 0 and 11. The high impedances required lead replacement to resolve. The issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4) found all conductors were broken 34.4 cm from the proximal end. Analysis of the lead (s/n (B)(4) found the #3, #4, #5 and #7 conductors were broken 31.2 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.